Event description:
It was reported via phone call, that the customer was hospitalized in the intensive care unit on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer reported having symptoms of frequent urination, vomiting, diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer also stated that they visited the emergency room on (B)(6) 2015 prior to hospitalization. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.